Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented in clinic with a power on reset on the pacemaker. The patient had recently been to las vegas, and it may be where the reset occurred. The pacemaker was reprogrammed to previous parameters and remains in use. No patient complications have been reported as a result of this event.